Manufacturer narrative:
This is being filed as an unconfirmed corneal ulcer. Microscopic examination of the contact lenses demonstrates the presence of both fungal mycelium and spores attached to the surface of the contact lenses. Considering the lenses have been worn for only 18 days the solution and contact lenses are grossly contaminated with fungi, and the most likely cause is poor hygiene of the contact lenses and solution. The cc was returned on (B)(4) 2012 and examined on (B)(4) 2012, therefore during this period of time the fungal growth may have increased to the current level depending on the nature of the storage solution. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no conclusions can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
The patient reports stinging, burning and complained of corneal ulcer/abrasion, stinging and redness. The patient is a student who suffers from hay fever and asthma. Follow up attempts with the patient were made with no reply to date. Follow up with the ecp (eye care professional) commented in conversation that there was no damage to the patient's eyes. The ecp did not confirm nor deny the patient's allegation of corneal ulcer. This is being filed as an unconfirmed corneal ulcer.